Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl and they had battery compartment damage. Customer declined to troubleshoot for their blood glucose levels. The customer was treated with manual injection. The device is not expected to be returned for analysis.